Manufacturer narrative:
Data and information provided by the customer were reviewed and support the complaint issue. A ticket search by lot indicates that the reagent lot 82034ud00 performs as expected for this product. A review of tracking and trending data for the alinity c creatinine2 reagent did not identify any trend regarding commonalities for the complaint issue. A labeling review concludes that the complaint issue is adequately addressed. A device history record review did not identify any issues related to the complaint issue. In-house performance testing of a retained reagent kit of lot 82034ud00 was performed. All validity and acceptance criteria were met, and the product is performing as expected. Based on our investigation, no systemic issue or deficiency of the alinity c creatinine2 reagent lot 82034ud00 was identified.

Event description:
The customer observed falsely elevated alinity c creatinine2 results for 76yrs old female patient when processed by introducing the sample through the rsm. The following data was provided: sid (B)(6). Initial result 3.38 mg/dl. Date (B)(6) 2026. Reanalysis 1.82 mg/dl. Date (B)(6) 2026. Laboratory reference range for creatinine2=0.40 to 1.30 mg/dl . No impact to patient management was reported.

Event description:
The customer observed falsely elevated alinity c creatinine2 results for 76yrs old female patient when processed by introducing the sample through the rsm. The following data was provided: sid (B)(6). Initial result 3.38 mg/dl. Date (B)(6) 2026. Reanalysis 1.82 mg/dl date (B)(6)2026. Laboratory reference range for creatinine2=0.40 to 1.30 mg/dl no impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Section a patient information: refer to section b5 for complete patient information. All available patient information was included. Additional patient details are not available.